Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the final testing following an implant procedure, the left ventricular lead had dislodged into the main coronary sinus, as confirmed on fluoroscopy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.